Manufacturer narrative:
Sections with additional information as of 03-aug-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned strips: high readings and e-0, no defect found on returned meter. Root cause: rc-061: storage outside specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 206, 268, 156, 306, 206, 203 and 346 mg/dl. The customer¿s expected am fasting blood glucose test result range is 130-170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/13/2022 and test strips were opened two-three weeks prior to call. The meter memory was reviewed for previous test result history (date/time not correct for first three results as customer had removed the battery): (B)(6).